Event description:
Additional information was received. Patient's family/friend reported patient met with manufacturer representative 6 weeks ago and indicated they did a physician mode recharge but still has not helped

Event description:
A family member of the patient reported that the therapy stopped about a month prior to the report and there was a loss of stimulation. It was noted that the patient tried to charge his implantable neurostimulator (ins) about a month prior to the report, but was unable to and he was not able to troubleshoot with the patient programmer (pp). On (B)(6) 2016, the patient reported that the device stopped working about a month prior to the report and she was told to contact manufacturer representatives (reps) to have the device checked. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated. The patient's medical history is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.